Manufacturer narrative:
The reported event was high capture threshold. As received, a complete lead was returned in three pieces for analysis. Electrical testing did not find any indication of conductor fractures. Shorting was found between conductors at the middle and distal portions of the lead consistent with procedural damage. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damages.

Event description:
It was reported that the patient's atrial lead exhibited high capture thresholds. The lead was explanted and replaced. The patient condition was stable.